Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 545 mg/dl at the time of incident and the down to 43 mg/dl. Customer other relevant blood glucose was 68 mg/dl. Customer treated with insulin pump for high blood glucose. Customer decline trouble shooting for high blood glucose. The product will not be returned for analysis.